Event description:
It was reported that the t:slim x2 pump battery would not charge, though the caller was using the appropriate tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. A replacement cable and wall adapter were sent, and the customer confirmed that the pump started functioning properly after receiving the replacement.